Event description:
A report was received with the following event description: "attempting cardioversion. Shock 1 - charged to 100j then discharged successfully. Shock 2 - charged to 200j then discharged successfully. Shock 3 - unable to select 360j." There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
Medtronic continues to investigate the reported event.